Manufacturer narrative:
The issue was investigated in detail. According to the information received by the service organization, the collimator/ flange was hard to move and rotate. The flange did no longer rotate, just the collimator was movable. As the evidence visible scratches on the flange from the fixation clamps of the collimator were present. It was also detected that the diameter of the flange was reduced due to friction. Furthermore, the flange could have been bent due to an impact with a door shortly before the collimator fell off. The replaced and returned collimator and flange have been forwarded to supplier for further investigation with the following result. The collimator (7742294) itself was fully functional, no issue could be detected. Only the collimator cover has several damages (broken parts). The collimator flange (10023140) was in good shape and contrary to the provided information no mechanical defects could be detected. But the grease inside was dry and that makes it harder to turn the collimator than normal. Since no problem could be detected, it is assumed that the fixation clamps had loosened during previous service intervention as collimator rotation was difficult due to "old" and dry grease. Possible cause for the described issue might have been an improper fixation of the collimator combined with an impact with a door. The issue was already resolved at the concerned customer site by replacing the affected collimator and the collimator flange.

Manufacturer narrative:
It is stated in the operator manual to perform daily check of the system, incl. The movement range of the collimator. During the daily check loose parts should be noticed and if so, service must be called. In case of system movements (e.g., to another place) the systems arm should be in locked position to avoid damages to the system / collimator. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
It is understood that during system relocation, the collimator of the mobilett xp fell to the ground. There are no injuries attributed to this event. The reported incident occurred in france.